Manufacturer narrative:
Initial and final report did not pass FDA gateway 2020. This is a re-submission due to re-coding.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.